Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have particulate matter in the connection lid of the eva bag. The particulate was discovered before compounding; therefore, no patient involvement or adverse events occurred. No additional information is available.

Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified a group of small particulates on the exterior surface of the fill port cap. The fill port assembly including cap, is manufactured by a third party supplier. Magnified inspection found the issue to be yellowish/ brown color particulate which resembles lubrication used in supplier's manufacturing process. This lubricant is not used the baxter eva tpn container manufacturing or sub-component assembly processes. Corrective action for this issue was taken by the supplier for all components manufactured in the supplier's facility. The lot associated with this report was manufactured prior to the corrective action. Should additional relevant information become available, a follow-up report will be submitted.